Event description:
The daughter of an (B)(6) female pt called zoll customer support to report that the pt's monitor displayed a service code 104 and then would not fully power up. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (monitor won't power up) was confirmed. Upon eval, the monitor was unable to boot up past the splash screen. The cause for the power-up failure was isolated to a defective sd card. Additionally, there was evidence of liquid contamination inside of the monitor. The root cause for the defective sd card could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective monitor. The pt received a replacement monitor.